Manufacturer narrative:
One swartz¿ braided transseptal guiding introducer, sl1¿, 63 cm length, 8.5f was received for investigation. A brk needle/stylet assembly from current inventory was inserted into the dilator/sheath assembly; however, the brk needle was unable to exit the sheath/dilator assembly. The dilator tubing was cut lengthwise and a build-up of skived material was noted at the distal end of the dilator. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the received condition of the device and the information provided, the cause of the skiving remains unknown.

Event description:
This report is to advise of an event observed during analysis confirming skiving.